Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During tha, the surgeon tried to use the screw driver (universal joint) and insert the screw in the cup (trident). The tip of screw driver was broken. The surgeon removed the broken piece. Therefore, the surgeon changed the screw driver to straight screw driver. An operation has been finished using straight screw driver.

Manufacturer narrative:
An event regarding a fractured trident driver was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirmed the event. The driver tip was fractured. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been similar previous reported events for this lot ID. Conclusions: the root cause was determined to be application of excessive force by the user.

Event description:
During tha, the surgeon tried to use the screw driver (universal joint) and insert the screw in the cup (trident). The tip of screw driver was broken. The surgeon removed the broken piece. Therefore, the surgeon changed the screw driver to straight screw driver. An operation has been finished using straight screw driver.